Event description:
It was reported that during preparation of the 7.00x39mm omnilink elite stent, the stent was observed to be dislodged from the balloon. A new 8.00x29mm omnilink was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. Stent dislodgement prior to use may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal contributed to the reported stent dislodgement prior to use; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.